Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The skin exposure to the super absorbent material has been determined by a medical professional to not have caused or contributed to the adverse event.

Event description:
Consumer's wife reported that her husband has used the depend real fit briefs for about five years and for the last three years he has had recurring urinary tract infections. The last occurrence he developed a bladder and kidney infection and then sepsis. He did not experience infection symptoms until the infection caused him to become septic and he quickly developed a fever of 104 degrees. He was hospitalized for one week and treated with IV antibiotics and oral antibiotics bactrim and cephalexin when he was sent home. The infection resolved and he was doing well. Consumer's wife was concerned the depend briefs falling apart and leaving the super absorbent material on his skin, clothes, and bedding was leading to the infections.